Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 41622-1006. The issue was found during testing, there was no patient involvement.

Manufacturer narrative:
D3, d4: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The motor had debris in the gears, which were cleaned to resolve the issue.